Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump. There was no reported impact to the customer's blood glucose level. The usb cable and wall usb adapter was replaced to address the issue.